Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 388 mcg/day) via an implantable infusion pump for cerebral palsy. It was reported exacerbation of spasticity occurred in mid-(B)(6) of 2021. It was indicated the spasticity had been strong since the middle of the month. The symptoms improved at once when an "scr preparation" was used and insertion of a needle in the lumbar spine was performed with 25 mcg to deny the possibility of drug resistance. It was reported, "although it was not a 24h schedule, the status that the symptoms improved had been maintained." The attending physician's assessment indicated, "the fact that it was effective with the scr preparation 25g may be due to a catheter kink or leak. Previously, the results of two catheter tests showed that the radiologist suspected a leak near the waist, but the attending physician at that time and the doctor who performed the test denied it. The catheter test would be performed on the 26th to confirm." The outcome of the adverse event was "remission." The event was consi dered causally related to the catheter, and not causally related to the programmer or surgical procedure. Additional information was received. Roller inspection and catheter inspection were performed, but no defect of the pump or catheter was confirmed. The conclusion was the cause was unknown. The patient's status was relaxed and as good as on (B)(6) 2021. The event was considered not causally related to the catheter or pump. Further complications were not reported. Additional information was received. Insufficient effect was reported with a date of incidence of (B)(6) 2021. The outcome was reported as "remission" as of (B)(6) 2021. It was unknown if the event was causally related to the catheter. The event was considered not causally related to the drug. Pump operability test was performed on (B)(6) 2021. Catheter x-ray study was performed on (B)(6) 2021 and (B)(6) 2021; there were no abnormal findings. The following was reported: "2019.08.23 itb implantation procedure was performed. It started with gabalon intrathecal injection (baclofen) injection 40 g / day (B)(6) 2019 tension was strong, and the dose gradually increased. 9.27, 145 g / day (B)(6) 2019 the cause was unknown even though angio examination was performed. 11.26 180 g / day after that, tension was strong, and the dose gradually increased. (B)(6) 2020 238 g / day (B)(6) 2020 the cause was unknown even though angio examination was performed again. (B)(6) 2020 441.8 g / day (B)(6) 2021 388.1 g / day" it was stated tension was strong on (B)(6) 2021. On (B)(6) 2021, the patient was hospitalized and a trail was performed with gabalon injection. It was effective and tension decreased. It was stated the effect lasted even after that. The attending physician's assessment indicated the following: "in the past, the effect was insufficient and angio was performed twice, but the status that the effect was insufficient remained. There was swelling on the patient's back, and a leak was suspected, but no abnormalities were confirmed even with third time angio. At this point, the possibility of temporary occlusion cannot be denied when tension is strong."